Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to borderline diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 424 mg/dl. The customer's blood glucose level were 600 mg/dl and current blood glucose level were 130 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual injection and insulin through intravenous fluid. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer stated that the wishes to performed high pressure test. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners and display window. Device received with minor scratched display window and case. Device received with stained end cap sticker. Device received with broken belt clip slot.